Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer blood glucose level was 450+ mg/dl. The customer stated that she was in the emergency room last night and she went today to see her diabetic doctor. The customer stated that yesterday morning; her blood glucose was close to the 500s mg/dl. The blood glucose kept running high all day and she was very nauseous. The customer stated that she could collapse at any time. The customer's daughter took her to the emergency room. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to call back if any issues persist.